Manufacturer narrative:
Biocompatibility testing to iso 10993 was successfully completed on skin-contacting surfaces of the lifevest device as well as the blue (tm) defibrillation gel.

Event description:
A us distributor contacted zoll to report that a patient developed a red and bumpy rash on her back. There was no alleged device malfunction contributing to the irritation. The patient's physician advised the patient to apply lotion to the skin irritation. Follow up indicated that the lotion helped the skin irritation to approve.